Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further evaluation. The vacuum pump oil, would be the most likely assignable cause for the system issue. The issue was resolved at the customer facility. The issue will continue to be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The fse replaced the vacuum pump oil to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 5/10/2017.

Event description:
A customer reported an event of a haze emitting from the sterrad® 100nx sterilizer while running a cycle. The customer reported an external h2o2 area monitor/alarm went off several times when they were running their 100nx unit. There is no report of any injuries or human reactions as a result of the reported event. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.